Event description:
A surgeon reported that a cv232sre iol implanted in the right eye of a patient in 2005 has a horizontal line in the lens across the patient's pupil, centrally located. Visual acuity reported as 20/25 at 1 day post-op and 20/30 at 1 week post-op. A specialist evaluated the patient and concluded that there is a 3x4mm deep pear shaped semi-lucent opacity slightly off center & two vertical appearing "cuts" of about 1mm each along the bottom edge. No explant is planned if condition remains stable. No further information is available at this time.